Manufacturer narrative:
(B)(4). Correction: after further investigation is was determined that this report is a duplicate of report # 1423500-2012-11426. All further reported for this event will be addressed through report # 1423500-2012-11426.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is a report of a home patient (hp) that went to the clinic and did a manual drain of 4200ml. The home patient (hp) stated while he was in fill 1, the homechoice (hc) alarmed check position. The hp stated that the fill volume was increasing and the hc proceeded into dwell 1. The hp stated later on in therapy the solution bags became empty but the hc did not alarm. The hp stated he disconnected from the hc and ended therapy. The technical service representative (tsr) informed the hp to start over with new supplies or perform continuous ambulatory peritoneal dialysis to do a manual drain. The hp reported that he believed the hc had overfilled him as after only 2 cycles his two 5 liter supply bags were empty. The patient stated that fill 1 took 8 minutes longer than usual and the heater bag at this point was almost completely depleted. This is when the hp went to the clinic and drained out 4200ml of solution. There was patient involvement but no patient injury or medical intervention was reported.